Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 17 mg/dl. Reportedly customers settings were in units instead of grams which caused them to go low. Reportedly, customer attempted to self treat via glucagon shot however; was treated intravenously with fluids of saline and insulin at the ER. Customer was released with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.